Event description:
It was reported by the customer that white residue on the supplied needle.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Follow up for device evaluation a complaint was received alleging white residue on the supplied needle. To support the investigation, one sample, received without a blister package, was provided to the quality team for evaluation. A visual inspection was performed, and no defects, imperfections, or evidence of excessive epoxy were observed on the needle or needle hub. The epoxy at the needle hub needle joint was evaluated and found to be acceptable and within product specification. A device history record review was completed for material number 305211, lot 4247119. The review did not identify any quality issues during production of this lot that would be expected to contribute to the reported condition. No related quality notifications were identified, and all manufacturing processes and final inspections met specification requirements. To date, no other similar events have been reported for this lot. Based on the investigation and evaluation of the returned sample, the condition reported by the customer could not be confirmed.

Event description:
No patient harm.

Manufacturer narrative:
(B)(4) follow up. It was reported there was a white residue on the supplied needle. Our quality team has completed a device history record review for material number 305211 and lot number 4247119. The review did not identify any abnormalities during the production process that could have contributed to the condition, and all quality tests were within specification. Due to the unavailability of a sample for return, a comprehensive sample investigation could not be conducted. Consequently, the exact cause of this incident remains undetermined. Should you encounter any further issues with our product, we would appreciate the opportunity to perform a detailed analysis. At this time, no further action is deemed necessary.